Event description:
It was reported that low pacing impedance was observed on the right atrial (ra) lead. The physician and abbott technical support suspected the event was due to a recent atrioventricular node ablation procedure. The impedance returned to normal values at the follow-up check. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.